Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac arteries. 300 ivl pulses were delivered at 3 atm. The procedure was successful, and the catheter completely separated upon removal from the 7fr sheath. There was no kinking observed on the device during the procedure. The balloon was fully deflated and all components were successfully retrieved without the need for additional devices. There were no fragments left inside the patient. A covered stent was placed as originally planned, and balloon angioplasty was performed after the stent was deployed. There was no patient harm.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure, detachment of device or device component, was confirmed. The returned catheter was found to be damaged and detached at the inner member and outer shaft. The outer shaft, balloon and distal tip were not returned and could not be investigated further. Based on the reported information and investigation observations, the device likely got stuck during removal and the force used to remove the device caused the outer shaft and balloon to detach. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.